Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. If the sample becomes available in the future, this complaint can be revisited. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause contant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
It was reported that the renasys go is alarming blockage. Patient changed out canister, milked tubing, plugged device into wall outlet and disconnected the orange connector. Patient stated after disconnecting orange connector the blockage alarm did not resolve.